Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 427 mg/dl and the current blood glucose level was 388 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. The customer did not experience any symptoms related to high blood glucose level. Customer experienced multiple blood glucose values such as 340 mg/dl, 236 mg/dl, 344 mg/dl, 420 mg/dl, 348 mg/dl and 383 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The insulin pump will not be returned for analysis.